Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end with elevator. Cfu: 50 cfu. Bacterial identification: bacillus species, microbacterium sp. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: < 1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 11 cfu. Bacterial identification: filamentous fungi, staphylococcus warner, paenibacillus sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 4 cfu. Bacterial identification: filamentous fungi, staphylococcus hominis. Sampling date: apr 17, 2025. Sampling from: total. Cfu: 65 cfu. Bacterial identification: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: 7 cfu. Bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: < 1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: < 1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: < 1 cfu. Bacterial identification: n/a. The device was evaluated and additional potential adverse events were confirmed: the air/water cylinder and air/water tube had foreign objects. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The foreign material found during the device evaluation was possibly a simethicone substance. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.